Manufacturer narrative:
Date returned to mfg: 4/17/2019. A sample was returned with a green cap on the female luer of the microclave and when the cap was removed had a seal stick down. The green cap did not have any features that would have been able to depress the seal into a stuck down position so the green cap is not the likely cause of the seal stick down. Subsequent disassembly revealed a seal tearing to the outer edge of the seal typical of access with an incompatible mating device. Two mating devices were returned for evaluation and measured. The probable cause of the microclave seal stick down and subsequent leakage in using incompatible mating device. The microclave dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". A lot review was performed and no issues were found.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received. Concomitant products: covidien monoject tube holder (item number 8881225216), carefusion maxguard extension set with two needleless y-sites (item number mx9178), covidien vacutainer (unknown item number).

Event description:
The event involves a customer report of pressure infusion (400psig) ext set w/microclave® clear that had blood flowing out of it. It was reported an intravenous (IV) line was started on a patient, blood was drawn from the IV hub using a covidien vacutainer, then the extension set was connected to the IV hub and fluids started. The device was replaced. There was patient involvement, but no adverse event or delay in critical therapy.